Event description:
The balloon was found damaged when the catheter was taken out of the case. The latex balloon was only covered in the center, and it was missing another part. Another device was used to complete the procedure.

Manufacturer narrative:
The device was returned for evaluation. The reported issue was confirmed. The balloon of the device was observed to be detached from the ligatures. The cause is due to an assembly error. When the balloon detaches from the ligature it constricted, when prevented the balloon from inflating. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.